Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation:yes h3: device eval by manufacturer?:yes d9: returned to manufacturer on:17-mar-2026 investigation summary bd received 8 samples for investigation. The 8 returned samples were functionally tested for draw volume and the reported issue could not be replicated. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.